Manufacturer narrative:
Device alarmed insulin flow blocked alarms during priming due to moisture damage on the motor assemblies. The motor was tested outside the device, and it failed. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests due to insulin flow blocked alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was unable to rewind the insulin pump and unable to put reservoir on the insulin pump because it did not fit. Customer also reported insulin flow blocked alarm. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.